Event description:
It was reported when using the pyxis medstation es system failed to detect transaction. The customer reported that the malfunction occurred when nurses tries to pull the medication for patient, as the station continuously logged out automatically. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station application launched and found no issue. A technical support specialist confirmed that the station was functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.